Event description:
The customer reported that the system would not turn on at all. There is no report of pt injury.

Manufacturer narrative:
No ge service was required. The customer reportedly cleared the fault.